Event description:
An initial event notification was received by sequel med tech, llc on 14-may-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported an inaccurate freestyle libre 3 plus continuous glucose monitor (cgm) reading which led to a severe low glucose event. The night before, the cgm reading was 189 mg/dl; however, the user felt their glucose was low. They took a reading with a glucose meter which read 34 mg/dl. A second reading with the meter read 41mg/dl. The user then lost consciousness and had a seizure. The user's spouse was able to awaken them and helped them to consume jelly and juice which resolved the low glucose. Emergency medical services were not required. The user remains ongoing on their twiist pump.

Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the user's hypoglycemia could not be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information regarding potential causes of hypoglycemia, as well as ways to prevent it. This guide explains that the twiist aid system adjusts basal insulin by pulling together information about the user's glucose from their cgm and that the system can use fingerstick values to adjust basal insulin delivery and bolus recommendations. The user remains ongoing on their twiist pump. Abbott's freestyle libre 3 plus cgm is not manufactured or distributed by millyard advanced medical products, llc. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.